Manufacturer narrative:
(B)(4). The lot number is m4hu0j procedure is unknown. The analysis results found that the tlc75 instrument was received with the anvil shroud broken and with a cartridge reload loaded in the instrument. The cartridge reload was received unfired and with the swing tab in the unlocked position. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, when unpacking the device and taking it out of the package, the device fell apart. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.